Manufacturer narrative:
(B)(4)

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was failed back surgery syndrome and spinal pain. The patient stated that in 1996 his pump was shutting down because the morphine was running out. Per the patient, the refill date was calculated incorrectly. The patient would get sick and go through withdrawal. The pump would run out of morphine almost every 2 months and the patient stated while "the girl let me go through withdrawal they're up there having pizza parties, christmas parties." This occurred for over a year but it was fixed. Another healthcare provider (hcp) had told the patient to leave. The patient then went to neuroscience and had not had an issue in 18 years. Additional information was requested regarding the cause of the refill date being calculated incorrectly, and steps taken to resolve the symptoms of withdrawal and the pump shutting down. A supplemental report will be submitted if additional information is received.